Event description:
Over-delivery of morphine reported. The pump was programmed in the pca only mode to deliver morphine 1mg/ml with a 1.5 mg pca dose, 6 minute patient lockout, 30 mg 4 hour limit. Nurse stated that 2.5-3.0 hours after a new 30 mg. Morphine syringe was started, the patient became apneic, diaphoretic and gray with an oxygen saturation of 66%. The display indicated that 24 mg of morphine had been infused. The infusion was discontinued. The patient was treated with 1-2 mg narcan, 40 mg lasix and placed on oxygen. Approximately 30-45 minutes after medical interventions, the patient's oxygen saturation increased to over 90%. The patient was discharged 2 days later with a full recovery. Though requested, no additional information was received.